Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis can be attributed to a break in aseptic technique during pd therapy with no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to asepsis during pd is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human skin and nares. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse events. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2026, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with a methicillin-resistant staphylococcus aureus (mrsa) infection. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2026 with abdominal pain. Diagnostic peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained on (B)(6) 2026 (location not reported) presented with mrsa in the culture and a wbc count of approximately 12,000/mm3. The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler. It was explained that the patient did not wear a mask during pd therapy. The patient was not initially hospitalized for this event, and it was presumed the patient was under the care of the outpatient clinic. The patient was prescribed intraperitoneal vancomycin at 1500 mg and ip ceftazidime at 2000 mg (frequencies and durations not reported) to address the infection. A follow-up wbc count obtained on (B)(6) 2026 (location not reported) presented with 359/mm3. It was reported that the patient¿s peritonitis was not the result of a deficiency or malfunction of any fresenius product(s) or device(s). It is unknown whether the patient will return to pd therapy following this event.